Event description:
It was reported that unspecified quantity of elastomeric pumps underinfused during patient infusion. On an occasion, a fluorouracil infusion was 51 hours where the expected time should have been 46-48 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3: event date and d10: concomitant product (1): therapy date: the events occurred between 2024 and january 2025. D4: unique identifier (UDI) #: the product code (01) and lot number (10) are unknown; therefore, the UDI is not available. The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.